Event description:
The clinic reported that following a phacoemulsification procedure and after the capsule was polished with the I/a tip the surgeon experienced a capsular tear. The surgeon was not able to determine the cause of the tear however he suspected the ia tip since it did not appear flat and smooth. The current condition of the pt was requested however has not been provided.

Manufacturer narrative:
The ia tip was returned to the MFR for eval. The tip was examined under magnification and revealed some light scratches however no defects were noted that would have caused or contributed to the reported event. The scratches found on the tip would be consistent with normal wear of an 8 yr old tip. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.